Manufacturer narrative:
.

Event description:
Additional information noted that the lead will not be returned as it was discarded.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing thresholds. Upon extracting the lead there was difficulty extending the helix. The lead was explanted. No additional adverse patient effects were reported.